Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/05/2015 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed no evidence of rewind alarms. The pump was exercised for 24 hours with no rewind issues. The pump was opened and no damage was observed inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter alleged that the piston rod was not retracting. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a motor issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.